Event description:
The physician attempted arteriotomy closure with the closer 6 fr. Device. It was reported that the "device was deployed as per protocol and the device operated properly, sutures deploying properly and knot delivery was without problem. The problem was that the one perclose suture was not enough to contain the bleeding hence the pt going to theatre for a further suture. The operator noted an immediate pulsatile flow once the perclose had been deployed and +2 indicated moderate to large amount of bleeding." The vascular surgeon used an additional suture and the pt was reported to be "satisfactory." The surgeon was reported to "happy with the perclose suture". There is no report of further adverse pt sequelae.